Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the nav ring was not working and they are unable to adjust the settings. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
G4:18mar2021. B4:21mar2021. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse confirmed the reported issue and replaced the front bezel to resolve. The device passed all testing, fully met specification after repairs were completed, and was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.